Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose of 23mg/dl. The customer stated that he was taken to the hospital in two separate occasions within a week. The customer stated that he got a glucagon shot before going to the hospital, and he was asleep both times. The customer stated that his basal rates were off, and his doctor adjusted them. Troubleshooting was performed. Reviewed the priming technique and the customer was priming correctly. The settings, status screen, and reservoir were matching. No further information was provided.